Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio performed additional analysis of the electronic records from the day of the event and was able to confirm that a power on boot failure did occur prior to the device powering off by itself.  As a precaution, physio replaced the system pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control has performed an evaluation of the electronic patient records from the device and was unable to observe the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was unable to complete a boot up sequence when attempting to monitor a patient. The customer did not indicate that the patient was in need of any defibrillation during the event and there was no report that they suffered any adverse outcome during the event.